Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). Unconfirmed quality defect, but plausible. No sample available for this investigation. Since have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but was considered plausible a relationship with the reported medical event cannot totally be excluded. However the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable . No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and had complications and pain associated with the device. She underwent surgery to remove essure and a hysterectomy (approximately 15 months after device placement). These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported pain and unspecified complications associated with essure, but limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. According to product technical analysis, a product quality defect could not be confirmed but was considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / fallopian tube perforation"), device dislocation ("malposition of essure device (location of device: right coil slightly malpositioned in tube)"), medical device pain ("pain associated with the device/ pain/ pelvic pain / pain / pelvic pain"), pelvic abscess ("pelvic abscess / pelvic abscess"), tubo-ovarian abscess ("tubo-ovarian abscess"), abdominal infection ("abdominal infection/ severe abdominal infection") and systemic lupus erythematosus ("malar rash from lupus / stemming from lupus") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 1995, (B)(6) 1999)), allergic reaction to antibiotics, penicillin allergy, penicillin allergy, allergic reaction to antibiotics, allergic reaction to antibiotics, hypothyroidism, eye disorder, neoplasm, multiple cesarean sections, dysmenorrhoea, left lower quadrant pain, retroperitoneal mass, hypothyroidism, systemic lupus erythematosus, nausea, vomiting, c-section, wisdom teeth removal, chronic gastritis, fever, nabothian cyst, left upper quadrant pain, bloating, indigestion, hyperlipidemia, hashimoto's thyroiditis, antibody nos abnormal, cold intolerance, fatigue, irregular menstruation, mood swings, mood altered, hypothyroidism, acid reflux (oesophageal) and kidney stones. No alcohol. No tobacco. (B)(6) 2025 pathology report - gross description: sectioning on both sides of the uterus, at the superior most aspect, reveals 2 silver metal coils which are grossly consistent with those used for a tubal ligation. The serosa over the coils appears intact. Bivalving reveals a tan-pink, glistening endocervical canal with prominent folds. Sectioning through the larger ovary reveals a single simple cyst containing yellow watery fluid. The cyst is 1.1 cm in greatest dimension. (B)(6) 2014 right knee 3 views - impression: minimal medial compartment joint space narrowing. (B)(6) 2014 left knee 3 views - impression: minimal medial compartment joint space narrowing. (B)(6) 2014 right foot 2 views - impression: mild narrowing of the first metatarsophalangeal joint tiny plantar calcaneal spur. (B)(6) 2014 right hand 2 views - impression: equivocal periarticular osteopenia (B)(6) 2014 left hand 2 views - impression: periarticular osteopenia. Previously administered products included for an unreported indication: nuva ring from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included kidney stone, hydronephrosis, tubo-ovarian abscess, pelvic adhesions and ovarian cyst. Family history included lung neoplasm malignant (father and grandfather), myocardial infarction (father), stroke (grandmother), diabetes (mother), hypertension (mother), arthritis (mother), high cholesterol, coronary artery disease, depression, seizures, kidney disorder and ureteral disorder. Concomitant products included atorvastatin since 2016, citalopram since 2015, cyclobenzaprine since 2016, hydroxychloroquine since 2015, iron since 2016, levothyroxine sodium (synthroid) since 2007, pantoprazole since 2016, ranitidine since 2016, ropinirole since 2016 and vitamin d nos since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal abnormal bleeding / abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain / abdominal pain"). On (B)(6) 2014, the patient experienced mixed connective tissue disease ("autoimmune disorder: connective tissue disease/ mixed connective tissue disease"), 2 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced weight fluctuation ("weight loss / weight loss/weight gain"). In (B)(6) 2015, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with butterfly rash, fatigue, arthritis, arthralgia and pain in extremity, headache ("headaches / headaches") and fibromyalgia ("fibromyalgia / fibromyalgia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication associated with device ("complications associated with the device"), migraine ("migraines"), myalgia ("muscle pain(severe)/ constant muscle pain"), hypothyroidism ("hypothyroidism"), nephrolithiasis ("kidney stones") and gastrooesophageal reflux disease ("acid reflux/endoscopy"). The patient was treated with surgery (exploratory laparotomy/cystoscopy with bilateral ureteral catheterization", hysterectomy with bilateral salpingo-oopherectomy, total abdominal hysterectomy with bilateral salpingo-oophorectomy and total abdominal hysterectomy, bilateral salpingo-oophorectomy, and cleanup of pelvic abscess). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, medical device pain, pelvic abscess, tubo-ovarian abscess, abdominal infection, systemic lupus erythematosus, complication associated with device, mixed connective tissue disease, migraine, headache, weight fluctuation, fibromyalgia, myalgia, abdominal pain, hypothyroidism, nephrolithiasis and gastrooesophageal reflux disease outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal infection, abdominal pain, complication associated with device, device dislocation, dyspareunia, fallopian tube perforation, fibromyalgia, gastrooesophageal reflux disease, headache, hypothyroidism, medical device pain, menorrhagia, migraine, mixed connective tissue disease, myalgia, nephrolithiasis, pelvic abscess, systemic lupus erythematosus, tubo-ovarian abscess, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was treated for pelvic infection but the pain continued she had a computed axial tomography as well as an ultrasound that showed what appeared to be a left tubo-ovarian abscess with the essure coil within the abscess cavity, she was taken to surgery for an exploratory laparotomy however a large 10-12 cm retroperitoneal mass prevented any visualization of the uterus and adnexal regions. Plaintiff had taken leave from job from (B)(6) 2015 to (B)(6) 2015 for abdominal infection, and from (B)(6) 2015 to (B)(6) 2015 for total hysterectomy. She could have uterine mass from essure infection. The essure devices were inserted bilateral with 5 coils trailing on (l) and 4 on (r). Impression: patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion, other :slight malpositi; in (B)(6) 2015: results: slight malposition of right coil. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: tubo-ovarian abscess confirming the event pelvic abscess, menorrhagia, headaches, hypothyroidism, abdominal pain, quality-safety evaluation of ptc: unconfirmed quality defect, but plausible. No sample available for this investigation. Since have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but was considered plausible a relationship with the reported medical event cannot totally be excluded. However the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable . No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received: event weight loss pt was updated to weight fluctuation. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / fallopian tube perforation'), device dislocation ('malposition of essure device (location of device: right coil slightly malpositioned in tube)'), medical device pain ('pain associated with the device/ pain/ pelvic pain / pain / pelvic pain'), pelvic abscess ('pelvic abscess / pelvic abscess'), tubo-ovarian abscess ('tubo-ovarian abscess'), abdominal infection ('abdominal infection/ severe abdominal infection') and systemic lupus erythematosus ('malar rash from lupus / stemming from lupus') in a 46-year-old female patient who had essure (batch no. C76446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 1995, (B)(6) 1999)), allergic reaction to antibiotics, penicillin allergy, penicillin allergy, allergic reaction to antibiotics, allergic reaction to antibiotics, hypothyroidism, eye disorder, neoplasm, multiple cesarean sections, dysmenorrhoea, left lower quadrant pain, retroperitoneal mass, hypothyroidism, systemic lupus erythematosus, nausea, vomiting, c-section, wisdom teeth removal, chronic gastritis, fever, nabothian cyst, left upper quadrant pain, bloating, indigestion, hyperlipidemia, hashimoto's thyroiditis, antibody nos abnormal, cold intolerance, fatigue, irregular menstruation, mood swings, mood altered, hypothyroidism, acid reflux (oesophageal), kidney stones, menorrhagia, pelvic mass, cataracts, hypercholesterolemia, sleep apnea, ovarian cyst and neoplasm. No alcohol. No tobacco. (B)(6) 2015. Pathology report - gross description: sectioning on both sides of the uterus, at the superior most aspect, reveals 2 silver metal coils which are grossly consistent with those used for a tubal ligation. The serosa over the coils appears intact. Bivalving reveals a tan-pink, glistening endocervical canal with prominent folds. Sectioning through the larger ovary reveals a single simple cyst containing yellow watery fluid. The cyst is 1.1 cm in greatest dimension. (B)(6) 2014. Right knee 3 views - impression: minimal medial compartment joint space narrowing. (B)(6) 2014. Left knee 3 views - impression: minimal medial compartment joint space narrowing. (B)(6) 2014. Right foot 2 views - impression: mild narrowing of the first metatarsophalangeal joint tiny plantar calcaneal spur. (B)(6) 2014. Right hand 2 views - impression: equivocal periarticular osteopenia (B)(6) 2014. Left hand 2 views - impression: periarticular osteopenia. Previously administered products included for an unreported indication: nuva ring from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included kidney stone, hydronephrosis, tubo-ovarian abscess, pelvic adhesions, ovarian cyst, adnexa uteri cyst, gastric disorder, kidney stone and leukocytosis. Family history included lung neoplasm malignant (father and grandfather), myocardial infarction (father), stroke (grandmother), diabetes (mother), hypertension (mother), arthritis (mother), high cholesterol, coronary artery disease, depression, seizures, kidney disorder and ureteral disorder. Concomitant products included atorvastatin since 2016, citalopram since 2015, cyclobenzaprine since 2016, doxycycline hyclate, hydroxychloroquine since 2015, iron since 2016, levothyroxine sodium (synthroid) since 2007, pantoprazole since 2016, paracetamol (acetaminophen), promethazine hydrochloride (promethazine hcl), ranitidine since 2016, ropinirole since 2016 and vitamin d nos since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal abnormal bleeding / abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain / abdominal pain"). On (B)(6) 2014, the patient experienced mixed connective tissue disease ("autoimmune disorder: connective tissue disease/ mixed connective tissue disease"), 2 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced weight fluctuation ("weight loss / weight loss/weight gain"). In (B)(6) 2015, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with butterfly rash, fatigue, arthritis, arthralgia and pain in extremity, headache ("headaches / headaches") and fibromyalgia ("fibromyalgia / fibromyalgia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication associated with device ("complications associated with the device"), migraine ("migraines"), myalgia ("muscle pain(severe)/ constant muscle pain"), hypothyroidism ("hypothyroidism"), nephrolithiasis ("kidney stones") and gastrooesophageal reflux disease ("acid reflux/endoscopy"). The patient was treated with surgery (exploratory laparotomy/cystoscopy with bilateral ureteral catheterization", hysterectomy with bilateral salpingo-oophorectomy, total abdominal hysterectomy with bilateral salpingo-oophorectomy and total abdominal hysterectomy, bilateral salpingo-oophorectomy, and cleanup of pelvic abscess). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, medical device pain, pelvic abscess, tubo-ovarian abscess, abdominal infection, systemic lupus erythematosus, complication associated with device, mixed connective tissue disease, migraine, headache, weight fluctuation, fibromyalgia, myalgia, abdominal pain, hypothyroidism, nephrolithiasis and gastrooesophageal reflux disease outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal infection, abdominal pain, complication associated with device, device dislocation, dyspareunia, fallopian tube perforation, fibromyalgia, gastrooesophageal reflux disease, headache, hypothyroidism, medical device pain, menorrhagia, migraine, mixed connective tissue disease, myalgia, nephrolithiasis, pelvic abscess, systemic lupus erythematosus, tubo-ovarian abscess, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was treated for pelvic infection but the pain continued she had a computed axial tomography as well as an ultrasound that showed what appeared to be a left tubo-ovarian abscess with the essure coil within the abscess cavity, she was taken to surgery for an exploratory laparotomy however a large 10-12 cm retroperitoneal mass prevented any visualization of the uterus and adnexal regions. Plaintiff had taken leave from job from (B)(6) 2015 to (B)(6) 2015 for abdominal infection, and from (B)(6) 2015 to (B)(6) 2015 for total hysterectomy. She could have uterine mass from essure infection. The essure devices were inserted bilateral with 5 coils trailing on (l) and 4 on (r). Impression: patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion, other :slight malposition; in (B)(6) 2015: results: slight malposition of right coil. Ultrasound abdomen - on (B)(6) 2015: a left ureteropelvic junction stone measures up to 1.1 cm and results in mild to moderate left hydronephrosis along with peripelvic and perinephric stranding. The bladder is collapsed and sub optimally evaluated; on (B)(6) 2015: CT abdomen and pelvis with intravenous contrast - impression: left essure tube extended to a moderate left adnexal fluid collection/phlegmonous change which was new compared to the prior examination of (B)(6) 2015. That was remote from the left ovary, though with the essure tube extending into the collection, that raised the possibility of salpingitis with potential tuboovarian abscess. Percutaneous drainage may be difficult due to position of overlying bowel.. Ultrasound breast - on (B)(6) 2014: abnormal mammography. Ultrasound scan vagina - on (B)(6) 2015: ultrasound endovaginal - impression: complex cystic fluid collection with peripheral nodularity adjacent to the left aspect of the uterine fundus. The left essure tubs appeared to communicate with that collection. That may represent salpingitis and abscess formation or essure tube uterine perforation and adjacent abscess formation. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: tubo-ovarian abscess confirming the event pelvic abscess, menorrhagia, headaches, hypothyroidism, abdominal pain, systemic lupus erythematosus, fibromyalgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / fallopian tube perforation'), device dislocation ('malposition of essure device (location of device: right coil slightly malpositioned in tube)'), medical device pain ('pain associated with the device/ pain/ pelvic pain / pain / pelvic pain'), pelvic abscess ('pelvic abscess / pelvic abscess'), tubo-ovarian abscess ('tubo-ovarian abscess'), abdominal infection ('abdominal infection/ severe abdominal infection') and systemic lupus erythematosus ('malar rash from lupus / stemming from lupus') in a 46-year-old female patient who had essure (batch no. C76446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 1995, (B)(6) 1999)), allergic reaction to antibiotics, penicillin allergy, penicillin allergy, allergic reaction to antibiotics, allergic reaction to antibiotics, hypothyroidism, eye disorder, neoplasm, multiple cesarean sections, dysmenorrhoea, left lower quadrant pain, retroperitoneal mass, hypothyroidism, systemic lupus erythematosus, nausea, vomiting, c-section, wisdom teeth removal, chronic gastritis, fever, nabothian cyst, left upper quadrant pain, bloating, indigestion, hyperlipidemia, hashimoto's thyroiditis, antibody nos abnormal, cold intolerance, fatigue, irregular menstruation, mood swings, mood altered, hypothyroidism, acid reflux (oesophageal), kidney stones, menorrhagia, pelvic mass, cataracts, hypercholesterolemia, sleep apnea, ovarian cyst and neoplasm. No alcohol. No tobacco. (B)(6) 2015 pathology report - gross description: sectioning on both sides of the uterus, at the superior most aspect, reveals 2 silver metal coils which are grossly consistent with those used for a tubal ligation. The serosa over the coils appears intact. Bivalving reveals a tan-pink, glistening endocervical canal with prominent folds. Sectioning through the larger ovary reveals a single simple cyst containing yellow watery fluid. The cyst is 1.1 cm in greatest dimension. (B)(6) 2014 right knee 3 views - impression: minimal medial compartment joint space narrowing. (B)(6) 2013 left knee 3 views - impression: minimal medial compartment joint space narrowing. (B)(6) 2014 right foot 2 views - impression: mild narrowing of the first metatarsophalangeal joint tiny plantar calcaneal spur. (B)(6) 2014 right hand 2 views - impression: equivocal periarticular osteopenia (B)(6) 2014 left hand 2 views - impression: periarticular osteopenia. Previously administered products included for an unreported indication: nuva ring from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included kidney stone, hydronephrosis, tubo-ovarian abscess, pelvic adhesions, ovarian cyst, adnexa uteri cyst, gastric disorder, kidney stone and leukocytosis. Family history included lung neoplasm malignant (father and grandfather), myocardial infarction (father), stroke (grandmother), diabetes (mother), hypertension (mother), arthritis (mother), high cholesterol, coronary artery disease, depression, seizures, kidney disorder and ureteral disorder. Concomitant products included atorvastatin since 2016, citalopram since 2015, cyclobenzaprine since 2016, doxycycline hyclate, hydroxychloroquine since 2015, iron since 2016, levothyroxine sodium (synthroid) since 2007, pantoprazole since 2016, paracetamol (acetaminophen), promethazine hydrochloride (promethazine hcl), ranitidine since 2016, ropinirole since 2016 and vitamin d nos since 2007. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal abnormal bleeding / abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain / abdominal pain"). On (B)(6) 2014, the patient experienced mixed connective tissue disease ("autoimmune disorder: connective tissue disease/ mixed connective tissue disease"), 2 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced weight fluctuation ("weight loss / weight loss/weight gain"). In (B)(6) 2015, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with butterfly rash, fatigue, arthritis, arthralgia and pain in extremity, headache ("headaches / headaches") and fibromyalgia ("fibromyalgia / fibromyalgia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication associated with device ("complications associated with the device"), migraine ("migraines"), myalgia ("muscle pain(severe)/ constant muscle pain"), hypothyroidism ("hypothyroidism"), nephrolithiasis ("kidney stones") and gastrooesophageal reflux disease ("acid reflux/endoscopy"). The patient was treated with surgery (exploratory laparotomy/cystoscopy with bilateral ureteral catheterization", hysterectomy with bilateral salpingo-oopherectomy, total abdominal hysterectomy with bilateral salpingo-oophorectomy and total abdominal hysterectomy, bilateral salpingo-oophorectomy, and cleanup of pelvic abscess). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, medical device pain, pelvic abscess, tubo-ovarian abscess, abdominal infection, systemic lupus erythematosus, complication associated with device, mixed connective tissue disease, migraine, headache, weight fluctuation, fibromyalgia, myalgia, abdominal pain, hypothyroidism, nephrolithiasis and gastrooesophageal reflux disease outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal infection, abdominal pain, complication associated with device, device dislocation, dyspareunia, fallopian tube perforation, fibromyalgia, gastrooesophageal reflux disease, headache, hypothyroidism, medical device pain, menorrhagia, migraine, mixed connective tissue disease, myalgia, nephrolithiasis, pelvic abscess, systemic lupus erythematosus, tubo-ovarian abscess, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was treated for pelvic infection but the pain continued she had a computed axial tomography as well as an ultrasound that showed what appeared to be a left tubo-ovarian abscess with the essure coil within the abscess cavity, she was taken to surgery for an exploratory laparotomy however a large 10-12 cm retroperitoneal mass prevented any visualization of the uterus and adnexal regions. Plaintiff had taken leave from job from (B)(6) 2015 to (B)(6) 2015 for abdominal infection, and from (B)(6) 2015 to (B)(6) 2015 for total hysterectomy. She could have uterine mass from essure infection. The essure devices were inserted bilateral with 5 coils trailing on (l) and 4 on (r). Impression: patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion, other :slight malpositi; in (B)(6) 2015: results: slight malposition of right coil. Ultrasound abdomen - on (B)(6) 2015: a left ureteropelvic junction stone measures up to 1.1 cm and results in mild to moderate left hydronephrosis along with peripelvic and perinephric stranding. The bladder is collapsed and sub optimally evaluated; on (B)(6) 2015: CT abdomen and pelvis with intravenous contrast - impression: left essure tube extended to a moderate left adnexal fluid collection/phlegmonous change which was new compared to the prior examination of (B)(6) 2015. That was remote from the left ovary, though with the essure tube extending into the collection, that raised the possibility of salpingitis with potential tuboovarian abscess. Percutaneous drainage may be difficult due to position of overlying bowel.. Ultrasound breast - on (B)(6) 2014: abnormal mammography.. Ultrasound scan vagina - on (B)(6) 2015: ultrasound endovaginal - impression: complex cystic fluid collection with peripheral nodularity adjacent to the left aspect of the uterine fundus. The left essure tubs appeared to communicate with that collection. That may represent salpingitis and abscess formation or essure tube uterine perforation and adjacent abscess formation. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: tubo-ovarian abscess confirming the event pelvic abscess, menorrhagia, headaches, hypothyroidism, abdominal pain, systemic lupus erythematosus, fibromyalgia, fatigue. Most recent follow-up information incorporated above includes: on 14-nov-2019: medical records received : lot number added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 14-jul-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2014, as a permanent birth control option. Following the essure procedure, she began to experience complications and pain associated with the device. On (B)(6) 2015, plaintiff learned her complications were related to essure from her healthcare provider. Because of the complications associated with the essure device, she underwent surgery to remove the essure implants and a hysterectomy procedure on (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and had complications and pain associated with the device. She underwent surgery to remove essure and a hysterectomy (approximately 15 months after device placement). These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported pain and unspecified complications associated with essure, but limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("malposition of essure device (location of device: right coil slightly malpositioned in tube)"), pelvic pain ("pain associated with the device/ pain/ pelvic pain"), pelvic abscess ("pelvic abscess"), tubo-ovarian abscess ("tubo-ovarian abscess"), abdominal infection ("abdominal infection/ severe abdominal infection") and systemic lupus erythematosus ("malar rash from lupus") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)), allergic reaction to antibiotics, penicillin allergy, penicillin allergy, allergic reaction to antibiotics, allergic reaction to antibiotics, hypothyroidism, eye disorder, neoplasm and multiple cesarean sections. No alcohol. No tobacco. Previously administered products included for an unreported indication: nuva ring from (B)(6) 2013 to (B)(6) 2014. Family history included lung neoplasm malignant (father and grandfather), myocardial infarction (father), stroke (grandmother), diabetes (mother), hypertension (mother), arthritis (mother), high cholesterol, coronary artery disease, depression, seizures, kidney disorder and ureteral disorder nos. Concomitant products included atorvastatin since 2016, citalopram since 2015, cyclobenzaprine since 2016, hydroxychloroquine since 2015, iron (iron supplement) since 2016, levothyroxine sodium (synthroid) since 2007, pantoprazole since 2016, ranitidine since 2016, ropinirole since 2016 and vitamin d nos since 2007. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mixed connective tissue disease ("autoimmune disorder: connective tissue disease/ mixed connective tissue disease"). In 2015, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with butterfly rash, fatigue, arthritis, arthralgia and pain in extremity and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("complications associated with the device"), vaginal haemorrhage ("vaginal abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss"), myalgia ("muscle pain (severe)/ constant muscle pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("hypothyroidism"), nephrolithiasis ("kidney stones") and gastrooesophageal reflux disease ("acid reflux/endoscopy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy), surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, and cleanup of pelvic abscess), surgery (exploratory laparotomy/cystoscopy with bilateral ureteral catheterization"). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic abscess, tubo-ovarian abscess, abdominal infection, systemic lupus erythematosus, complication associated with device, mixed connective tissue disease, migraine, headache, weight decreased, fibromyalgia, myalgia, abdominal pain, hypothyroidism, nephrolithiasis and gastrooesophageal reflux disease outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal infection, abdominal pain, complication associated with device, device dislocation, dyspareunia, fallopian tube perforation, fibromyalgia, gastrooesophageal reflux disease, headache, hypothyroidism, menorrhagia, migraine, mixed connective tissue disease, myalgia, nephrolithiasis, pelvic abscess, pelvic pain, systemic lupus erythematosus, tubo-ovarian abscess, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she was treated for pelvic infection but the pain continued she had a computed axial tomography as well as an ultrasound that showed what appeared to be a left tubo-ovarian abscess with the essure coil within the abscess cavity, she was taken to surgery for an exploratory laparotomy however a large 10-12 cm retroperitoneal mass prevented any visualization of the uterus and adnexal regions. Plaintiff had taken leave from job from (B)(6) for abdominal infection, and from (B)(6) 2015 for total hysterectomy. She could have uterine mass from essure infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, other :slight malposition iin (B)(6) 2015: slight malposition of right coil. On (B)(6) 2015 pathology report - gross description: sectioning on both sides of the uterus, at the superior most aspect, reveals 2 silver metal coils which are grossly consistent with those used for a tubal ligation. The serosa over the coils appears intact. Bivalving reveals a tan-pink, glistening endocervical canal with prominent folds. Sectioning through the larger ovary reveals a single simple cyst containing yellow watery fluid. The cyst is 1.1 cm in greatest dimension. On (B)(6) 2015 xr abdomen ap/kub port - impression: left nephrolithiasis. On (B)(6) 2015 CT abdomen and pelvis with contrast - impression: left adnexal cyst measuring 1.6 x 2 cm. Moderate stool burden. Question constipation. On (B)(6) 2014 right knee 3 views - impression: minimal medial compartment joint space narrowing. On (B)(6) 2014 left knee 3 views - impression: minimal medial compartment joint space narrowing. On (B)(6) 2014 right foot 2 views - impression: mild narrowing of the first metatarsophalangeal joint tiny plantar calcaneal spur. On (B)(6) 2014 right hand 2 views - impression: equivocal periarticular osteopenia. On (B)(6) 2014 left hand 2 views - impression: periarticular osteopenia. On (B)(6) 2015 ultrasound endovaginal - impression: complex cystic fluid collection with peripheral nodularity adjacent to the left aspect of the uterine fundus. The left essure tubs appeared to communicate with that collection. That may represent salpingitis and abscess formation or essure tube uterine perforation and adjacent abscess formation. On (B)(6) 2015 CT abdomen and pelvis with intravenous contrast - impression: left essure tube extended to a moderate left adnexal fluid collection/ phlegmonous change which was new compared to the prior examination of (B)(6) 2015. That was remote from the left ovary, though with the essure tube extending into the collection, that raised the possibility of salpingitis with potential tuboovarian abscess. Percutaneous drainage may be difficult due to position of overlying bowel. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: tubo-ovarian abscess confirming the event pelvic abscess. Quality-safety evaluation of ptc: unconfirmed quality defect, but plausible. No sample available for this investigation. Since have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but was considered plausible a relationship with the reported medical event cannot totally be excluded. However the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable . No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 25-jan-2018: new events added: vaginal abnormal bleeding, abnormal bleeding (menorrhagia), abdominal infection/ severe abdominal infection, autoimmune disorder: connective tissue disease/ mixed connective tissue disease, malposition of essure device (location of device: right coil slightly malpositioned in tube), malar rash from lupus, migraines, headaches, perforation (fallopian tube(s)), fatigue (fatigue as a symptom of autoimmune disorder), pelvic abscess, fibromyalgia, inflammatory arthritis, joint pain(severe)/ constant joint pain/ knee pain(severe)/ constant knee pain/ elbow pain(severe)/ constant elbow pain/ wrist pain(severe)/ constant wrist pain, hands pain (severe)/ constant hands pain/ feet pain (severe)/ constant feet pain, muscle pain (severe)/ constant muscle pain, abdominal pain, dyspareunia (painful sexual intercourse), hypothyroidism, kidney stones, acid reflux/endoscopy."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs